Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator went into backup ventilation. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device, found associated diagnostic codes and replaced the delivery flow sensor, the delivery proportional solenoid (psol), the inspiratory flow module (ifm) printed circuit board assembly (pcba) and the pneumatic pcba. The likely cause of the event was isolated in the field to the defective delivery flow sensor, the delivery proportional solenoid (psol), the inspiratory flow module (ifm) printed circuit board assembly (pcba) and the pneumatic pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into backup ventilation. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: updated due to component return. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator went into backup ventilation. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device, found associated diagnostic codes and replaced the delivery flow sensor, the delivery proportional solenoid (psol), the inspiratory flow module (ifm) printed circuit board assembly (pcba) and the pneumatic pcba. The ventilator passed all the tests and calibrations at the time of service and was returned to the customer. One ifm (inspiratory flow module) pcba (printed circuit board assembly), delivery psol and bd (breath delivery) flow sensor was returned for further analysis: the returned parts were visually inspected and functionally tested with no malfunction or product deficiency observed. One pneumatic interface pcba was returned for further analysis. Visual inspection showed no anomalies and/or damage. The returned pneumatic interface board was installed into test ventilator and at approximately 4h hours into the testing, the test ventilator went into back up ventilation. The reported event that the device entered backup ventilation was duplicated. The analysis determined the pneumatic interface pcba to be faulty. The likely cause of the event was isolated to faulty pneumatic interface pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.